Event description:
It as reported that the balloon ruptured. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.